Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of baclofen for intractable spasticity due to spinal cord injury/spinal cord disease. The pt underwent explantation of the pump after the hcp confirmed the rotor had stopped on x-ray. The explanted pump was returned to the MFR for analysis. Another synchromed pump was implanted and the therapy was restarted.